Event description:
Additional information was provided on 22aug2024. The implanting physician stated that the patient had been compliant with follow up protocol. The aneurysm had been shrinking, and there was no problem with the implanted grafts. The implanting physician was not the same as the explanting physician. The implant and explant occurred at two different facilities.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Patient identifier: (B)(6). Investigation ¿ evaluation: it was reported to cook incorporated that a patient required previously placed cook grafts to be explanted. The patient underwent endovascular aortic repair (evar) on (B)(6) 2022 where cook devices were implanted. On (B)(6) 2024, the patient required the grafts to be explanted at a different facility due to a contained rupture in the wall. The patient was reported to be stable. Additional information was provided on 22aug2024. The implanting physician stated that the patient had been compliant with follow up protocol. The aneurysm had been shrinking, and there was no problem with the implanted grafts. The implanting physician was not the same as the explanting physician. The implant and explant occurred at two different facilities. Additional information was received 18nov2024 regarding the procedure that occurred on (B)(6) 2024. The patient had a preoperative diagnosis of mycotic aortic aneurysm. To treat the mycotic rupture of the aneurysm, wall the prior aortic endograft was removed, and a retroperitoneal aorto-bi-iliac graft (rifampin-soaked dacron 22 x 11 mm) was placed. An open repair of the type 2 endoleak from the lumbar arteries and inferior mesenteric artery (ima) was completed under general anesthesia. The patient's estimated blood loss was 3000 ml. The patient received 4550 ml packed red blood cells (prbc), 3900 ml fresh frozen plasma (ffp), 500 ml platelets (plt), and 7000 ml crystalloid intravenous fluid (ivf). The patient had a urinary drain in place. The wound class for the procedure was considered clean - atraumatic wound, without entry into pulmonary, gi or gu systems. The postoperative diagnosis was "contained rupture abdominal aortic aneurysm. The complaint device was not received for evaluation; therefore, a physical examination could not be conducted. Medical imaging was unable to be provided for expert review. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that appropriate inspections are in place relative to the reported failure mode. A review of the device history record (DHR) for the device found no nonconformances that could have contributed to the reported failure. It should be noted that there were no other complaints associated with the final product lot number. Cook was able to review product labeling. The device was packaged with IFU t zaaaf rev5. The IFU includes the following, warnings, precautions, and instructions for proper placement of the device. 4 warnings and precautions: 4.5 implant procedure: inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. Fluoroscopy should be used during introduction and deployment to confirm proper operation of the delivery system components, proper placement of the graft, and desired procedural outcome. 5.2 potential adverse events: aneurysm enlargement; aneurysm rupture and death; aortic damage, including perforation, dissection, bleeding, rupture and death; claudication (e.g., buttock, lower limb); endoleak; surgical conversion to open repair. 7.1 individualization of treatment: additional considerations for patient selection include but are not limited to: patient¿s age and life expectancy; co-morbidities (e.g., cardiac, pulmonary, or renal insufficiency prior to surgery, morbid obesity); patient¿s suitability for open surgical repair; patient¿s anatomical suitability for endovascular repair; ability to tolerate general, regional or local anesthesia. 8 patient counseling information: the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. Patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness or endovascular treatment of aaas. At a minimum, annual imaging and adherence to routine postoperative follow-up requirements are required and should be considered a lifelong commitment to the patient¿s health and well-being. Physicians must advise each patient that it is important to seek prompt medical attention if they experience signs of limb occlusion, aneurysm enlargement or rupture. Signs of graft limb occlusion include pain in the hip(s) or leg(s) during walking or at rest or discoloration or coolness of the leg. Aneurysm rupture may be asymptomatic, but usually presents as: pain; numbness; weakness in the legs; any back, chest, abdominal or groin pain; dizziness; fainting; rapid heartbeat or sudden weakness. Physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture, and death (see section 5.1, observed adverse events and section 5.2, potential adverse events). The physician should complete the patient i.d. Card and give it to the patient so that he/she can carry it with her/her at all times. The patient should refer to the card anytime he/she visits additional health practitioners, particularly for any additional diagnostic procedures (e.g., MRI). 12 imaging guidelines and postoperative follow-up: 12.1 general: the long-term performance of this endovascular graft has not yet been established. All patients should be advised that endovascular treatment require lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. Patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. Physicians should evaluate patients on an individual basis and prescribe their follow-up relative to the needs and circumstances of each individual patient. The recommended imaging schedule is presented in table 12.1.1 this schedule was used in the pivotal trial and is recommended even in the absence of clinical symptoms (e.g., pain, numbness, weakness). Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should receive follow-up at more frequent intervals. The combination of contrast and non-contrast CT imaging provides information on aneurysm diameter change, endoleak, patency, tortuosity, progressive disease, fixation length and other morphological changes. Duplex ultrasound imaging may provide information on aneurysm diameter change, endoleak, patency, tortuosity, and progressive disease. In this circumstance, a non-contrast CT should be performed to use in conjunction with the ultrasound. Ultrasound may be a less reliable and sensitive diagnostic method compared to CT. After review of the IFU, cook has concluded the device labeling contains appropriate warnings, precautions and instructions to the user related to the reported failure. Evidence provided by the customer, complaint history, DHR, manufacturing documents, and verification testing, suggests that the device was manufactured to specification. There is no evidence of nonconforming devices in house or in the field. Based on the information provided, no product returned, and the results of our investigation, a definitive cause for the failure could not be determined. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
A1 - patient identifier: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported to cook incorporated that a patient required previously placed cook grafts to be explanted. The patient underwent endovascular aortic repair (evar) on (B)(6) 2022 where cook devices were implanted. On (B)(6) 2024 the patient required the grafts to be explanted at a different facility due to a contained rupture in the wall. The patient was reported to be stable. Additional information regarding the event has been requested but is currently unavailable.

Event description:
Additional information was received 18nov2024 regarding the procedure that occurred on (B)(6) 2024. The patient had a preoperative diagnosis of mycotic aortic aneurysm. To treat the mycotic rupture of the aneurysm wall the prior aortic endograft was removed, and a retroperitoneal aorto-bi-iliac graft (rifampin soaked dacron 22 x 11 mm) was placed. An open repair of the type 2 endoleak from the lumbar arteries and inferior mesenteric artery (ima) was completed under general anesthesia. The patient's estimated blood loss was 3000ml. The patient received 4550 ml packed red blood cells (prbc), 3900 ml fresh frozen plasma (ffp), 500 ml platelets (plt), and 7000 ml crystalloid intravenous fluid (ivf). The patient had a urinary drain in place. The wound class for the procedure was considered clean - atraumatic wound, without entry into pulmonary, gi or gu systems. The postoperative diagnosis was "contained rupture abdominal aortic aneurysm.

Manufacturer narrative:
. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.